Manufacturer narrative:
Part of an alleged 2420-0007 sample was received for investigation with residual fluid within the line, no packaging was received with the sample, however the customer indicates the affected lot number to be 10017524. Review of the lot number provided by the customer determined that it did not relate to the reported product. A visual inspection of the returned sample confirmed the customer's experience with the pumping segment identified to have torn at the upper pumping segment component. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined as the upper part of the infusion set was not returned for investigation, however damage of this nature is consistent with the infusion set being subjected to a high tensile force. In this instance a correct lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for reports of this nature against products in the alaris gemini product family.

Event description:
The reported feedback suggests that the line 'snapped' (separated), and leaked while loading it into the pump in preparation for a ns infusion. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the line 'snapped' (separated), and leaked while loading it into the pump in preparation for a ns infusion. There was no patient involvement.